Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the removal operation of locking compression plate was performed, which was implanted on (B)(6) 2012; 3 out of 6 screws on the distal tibia were removed. It was reported that the surgeon noticed that the hexagonal part of the screwdriver shaft was worn and it had too much backlash from the beginning. After that, he tried to remove the remaining 3 screws, but the screw head spun around and couldn¿t grasp the screw. Then he used an extraction screw, but couldn¿t grasp the screws again. Since he felt insecure about the driver head, he gave up further removal, also the removal of the screws at the proximal side and closed the operation. There was no adverse effect on the patient, because the bone union was completed. The second removal operation is planned 3 months later. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number was not provided. Placeholder.